Manufacturer narrative:
Voluntary medwatch stated the device size was a dsf1833.

Manufacturer narrative:
Updated date, initial reported should have stated 3/14/19.

Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2019 a medwatch (mw5085039) was sent via email stating, ¿upon closure of right groin access site, md had difficulty removing sheath from right groin. When sheath is out of the body, unraveled sheath wire noted. No evidence of material left in pt due to blunt end of wire. Vendor rep present and looked at the product.¿ attempt(s) to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable, or was not applicable.